Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen during the load process on the "fill cannula" screen, and the customer was unable to clear it. During troubleshooting with tandem technical support, the screen was able to be cleared and the customer was able to complete the load process. The customer's blood glucose level was 256 mg/dl and was addressed with a bolus via the pump.